Event description:
Dropsafe 3ml syringes being used to inject janssen covid-19 vaccine treatment under emergency use authorization (eua): reporting this for device only (syringe/needle combination). Similar report was filed for two syringes of the same lot that were discovered on (B)(6) 2021 to be defective and were reported on 4/08/2021. This is for three additional syringes that were part of the supply to be used at a vaccination clinic on (B)(6) 2021 by (B)(6). Previously, we had a syringe/needle combination leak/come apart while it was being injected into a patient the previous week. A separate vaers report was filed for that event. When securing the needle to the syringe, the needle does not firmly lock into place and can continue to be rotated without there being a secure connection. We have previously experienced this many times before and have discarded many syringes from this manufacturer prior to use (different lots/products) without it being reported to medwatch. Other relevant information on label: (B)(4), lot 0325250004 2025-12-01. FDA safety report ID# (B)(4).